Event description:
The pt had a "fast growth of epidural and subdermal abcess" that resulted in surgical intervention to drain abcess. Hosp performed a microbiological analysis of catheter and determined that growth was bacterial.